Event description:
Device (stent) self deployed in left iliac during up and over maneuvering from left femoral access, came off the balloon. It was planned for the right common iliac. Pt had to be admitted overnight for placement of another stent.

Manufacturer narrative:
The device history records for the batch were reviewed. All mfg and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specs at the time of release to distribution and there are no similar incidents against this batch.